Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she was hospitalized on (B)(6) 2016 with a diabetic ketoacidosis. The customer had a cold. Customer's blood glucose level was 594 mg/dl. She was nauseous, vomited, and had abdominal pain. The customer's blood glucose level was treated with water and by increasing her basal. However, her blood glucose level would not come down. She was given two ivs to treat her blood glucose level. She was wearing the insulin pump at the time of the emergency room visit. The device was not returned.